Event description:
Customer reported that the insulin pump was cracked and the customer jumped into the pool. Customer stated that the insulin pump was buzzing and counting down from one to five. It was noted that the insulin pump was vibrating without an alarm. Customer's blood glucose reading at the time of the call was 133 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.